Event description:
(B)(4). I started noticing problems a couple of months after essure. My periods became very heavy and painful. Every month it just seemed to get worse and worse. My symptoms had crept up on me over 5 years and the last 2 years have been complete hell. I have a cyst in the opening of my vagina that I had to have surgically removed, stabbing pain in my left side, blotchy skin, hot flashes, night sweats, memory loss, brain fog, pmdd which is the scariest thing to go through month after month after month.... A constant discharge, insomnia, joint pain, aching skin, dental problems, mood swings, muscle spasms, restless legs, curved spine, ribs popping out of place, depression and anxiety... I finally decided to make 2017 a year all about me and feeling better and went to my doctor and told him my problems. He suggested prozac or zoloft for my pmdd and I said no that would just be putting a bandaid on my problems and told him I wanted the coils out! He agreed with me but told me he wasn't convinced I was having all my issues from essure. During my pre op exam he found a polyp on my cervix so two weeks later I had that removed along with my tubes and my uterus. He left my ovaries being I'm only (B)(6) and I didn't want to be put in full menopause... However I feel like I'm already going through it.